Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm temporary vent blockage. Customer's blood glucose at time of incident was unknown. Customer's mother stating the pump was looping in priming sequence. The customer was offered to troubleshoot to see what is going but refused. Customer was to change set as vent could be blocked.